Event description:
A user facility reported that an intraocular lens (iol) was difficult to fold. There was no pt contact. Pt impact remains unk.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The other haptic was bent-distal area. The optic was pressed against the post of the lens case. Lens folded using folding forceps and unfolded with no abnormalities. While we were unable to determine the origin of the damage, our observation reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/19/2010 by mail. A completed questionnaire was received on 03/10/2010. (B) (4). (B) (4).